Event description:
It was reported that the device had an unknown alarm-error code/message. There was no patient involvement.

Manufacturer narrative:
H7 & h9 fields are updated. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced upper pressure sensor assembly for error code 240.4150, door assembly (cracked lower hinge), lower pressure sensor assembly (patient side occlusion failure), platen assembly (damaged lower hinge) and iui connector assembly (corrosion). A review of the device history record showed the device had a manufacture date of 03feb2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the pressure sensor - check IV set (error code 240.4150). During servicing we identified faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement. During servicing we identified platen misalignment which constitutes a reportable malfunction. There was no patient involvement. ¿a bottle side (upper) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. ¿a patient side (lower) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. ¿during testing of the returned device the pump module was found out of specification for rate accuracy. ¿external inspection confirmed damaged platen with the returned pump module. ¿replacement of the broken platen and subsequent retest for rate accuracy found the device to be delivering fluid in specification. This failure mode is being monitored through previously investigated complaint process. A review of the complaint history record in trackwise and sap was performed for the sn13598380 which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had an unknown alarm-error code/message. There was no patient involvement.